Event description:
During removal of right adrenal pheochromocytoma, the powered vascular stapler was used to resect the adrenal vein from the side of the vena cava. The stapler closed and fired easily, but after removal, the vein was wide open and large unexpected blood loss occurred, requiring 2 units of blood to be administered to the pt.